Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer states the pump has been dropped. Customer reports display is solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No solid white display, however unit received with blank-flashing white lcd due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unit was received with missing segments/partial display due to cracked and bleeding lcd glass. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly stained serial number label and slightly peeling end cap address label.